Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red component had broken off of the power pca. There was no reported pt involvement and/or pt impact.